Event description:
Gynecological disease [female reproductive tract disorder]. Itchiness - female genital [pruritus genital]. Some remnants of tampon left in vagina [foreign body in reproductive tract]. Tampon remnants left in vagina, retained [device breakage]. Case description: consumer reported via e-mail that remnants were left inside the body after tampon use. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Gynecological disease [female reproductive tract disorder]. Itchiness - female genital [pruritus genital]. Some remnants of tampon left in vagina [foreign body in reproductive tract]. Tampon remnants left in vagina, retained [device breakage]. Case description: consumer reported via e-mail that remnants were left inside the body after tampon use. No serious injury reported.